Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: left-mentor smooth round moderate plus profile 275cc saline breast implant, catalog number : 3502275. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 275cc saline breast implants which the right side has issue with capsular contracture, unknown baker grade after implantation. Patient noticed tightness coming and going for the last 3 months. Doctor confirmed on (B)(6) 2019. As a result patient scheduled for removal on (B)(6) 2019.